Event description:
It was reported that following radiation therapy, the patient was presented in clinic for a weekly device check-up. The pulse generator exhibited backup vvi operation. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.